Event description:
It was reported that the customer received the motor error alarm while priming the insulin pump. The customer's blood glucose was 305 mg/dl. The customer treated her high blood glucose with a manual injection. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. The customer confirmed that she did not receive a motor position encoder error alarm. The customer explained that the piston slowed down when it would come into contact with the reservoir, and then the insulin pump would alarm. Advised that the insulin pump needed to be replaced. Advised customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. Informed that a replacement insulin pump would be sent. Troubleshooting for high blood glucose was declined. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.